Event description:
It was reported that while loading the lead onto a angioplasty wire resistance was met midway within the lumen of the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): blood noted on all conductors (not obstructed). By design, left heart leads are manufactured with a septurn in the tip that will sometimes allow blood ingress. The full lead was returned and analyzed.